Manufacturer narrative:
Unit received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have received a button error alarm during fill cannula. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.